Event description:
After having the essure procedure I began having extreme pain in my pelvis and lower back, pressure in my pelvis and lower back, heavy menstrual cycles that last 8-12 days, fatigue and weakness, pain during intercourse, occasional bleeding following intercourse, and bloating.